Manufacturer narrative:
The broken fragment will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the patient underwent laparoscopic hysterectomy, bilateral salpingo-oophorectomy, and sentinel lymph node staging on (B)(6) 2023. The procedure was uneventful. However, during a surveillance visit with the oncologist in (B)(6) 2024, the patient noted persistent right sided pelvic discomfort since her (B)(6) 2023 surgery. The patient then had an MRI on (B)(6) 2024, and a 3mm metallic object was identified in the left pelvis. There was no evidence of recurrent disease. Patient then underwent procedure to remove the fragment on (B)(6) 2024. The removed fragment was examined under dissection scope and appears consistent with surgical scissors that would have been used during laparoscopic procedure back in (B)(6) 2023.